Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted. The physician performed an invasive procedure due to a 'lead insulation failure at the connector'. The lead was replaced with a new lead of the same model.